Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) sounded an alert due to a charge circuit timeout. It was noted that the device reached elective replacement indicator (eri). The ICD was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were defective wires in the device. No patient complications have been reported as a result of this event.